Event description:
It was reported that a patient with this pacemaker had experienced multiple syncopal episodes and was admitted to the hospital while travelling abroad in mexico. At the hospital, it was determined the syncopal episodes were a result of periods of bradycardia. To treat this, surgical intervention was performed, and a temporary pacemaker was inserted through the groin. Device interrogation of the pacemaker was later performed, and all the lead tests were okay, so a malfunction of the pacemaker was suspected. The patient was brought back to the lab and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.